Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. In addition, the evaluation noted that the video connector socket was worn and the front panel was noted broken. A software upgrade to version 3.10 was deemed necessary. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that due to contact problems upon connection of an olympus scope to the olympus, model cv-170, a "b30" error occurred. The problem, as reported to olympus, occurred during a colonoscopy procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the service department reported that the patient circuit board failure was the cause, but the details of the failure were unknown and the cause could not be estimated. Olympus will continue to monitor field performance for this device.